Event description:
It was reported that the right ventricular (rv) lead thresholds were unstable starting two months ago. Fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.